Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 21. Details of surgery: primary stability not achieved. On (B)(6) 2026, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, bleeding and abscess. No further patient complications were reported.